Event description:
The information received from the affiliate states that this patient was presented to the interventional lab for repair of a lesion located in the right, middle and distal superficial femoral artery (sfa). The patient had a history of peripheral vascular disease and coronary disease. In 2004, the patient had angioplasty perform on a lesion located in the right sfa. In 2000, the patient had a myocardial infarction and coronary bypass. In 1997, an insertion of an aorticbiiliac y-prosthesis and in 1998-99, the patient had femoro-popliteal bypass surgery. The patient also has a history of hypertension. In 2005, two smart stents (6 x 100 mm) were deployed in the right sfa. During the procedure a total of 10000 iu of heparin was given. The vessel was straight at the lesion site, the lesion was restenotic. Total lesion length was 180 mm. There was 95% stenosisi before the procedure. Pre-dilatation was performed with a 4 x 80 mm balloon. Post dilatation with 5 x 80 mm balloon. There was 0% stenosis at the end of the procedure. There was no injury to the patient. In 2006, the patient returned to the hospital complaining of discomfort to the leg after walking 150 meters. Also, the patient had symptoms of claudication. The physician was suspicious of a restenosis. Subsequently, the lesion in the right sfa was treated with an angioplasty balloon (sailor 5/80 balloon). There was no injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming withing 30 days upon receipt. This is the second of two products involved with this event which is asociated with mfg. Report # 9616099-2006-00739 and 9616099-2006-00740.